Manufacturer narrative:
User documentation (B)(4) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The following info was provided by the clinician: implant was immediately loaded. Implant was not restored and used as temporary anchors only. Implant was torqued at 35 n-cm. The clinician did not specify the amount of torque used to place the abutment and did not indicate pt's bone density. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The implants' lot history records were reviewed and no discrepancies or issues of non-conformance were noted. Implants were manufactured to specifications. No further action is required.

Event description:
Implant failed to osseointegrate.